Manufacturer narrative:
Additional excluder® component included in this report: pxc161200/8789126. UDI¿s: (B)(4). A review of the manufacturing records for the devices verified that the lots met all pre-release specifications. Per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include but are not limited to endoleak. Per IFU, users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.

Event description:
On (B)(6) 2011, the patient was implanted with three gore® excluder® aaa endoprostheses [pxt261412/8874130 (left), pxc161000/8716100 (left) and pxc161200/8789126 (right)] to treat an abdominal aortic aneurysm. On an unknown date in (B)(6) 2016, a follow-up examination reportedly revealed a type ii endoleak. No aneurysm enlargement was reported, and the physician elected to take wait-and-watch approach in regard to the endoleak. On an unknown date in (B)(6) 2017, follow-up imaging reportedly revealed aneurysm enlargement (amount unknown). The patient underwent a procedure whereby the lumbar arteries were embolized to treat the persistent type ii endoleak. After the procedure, computed tomography scans reportedly continued to show a persistent endoleak. An angiograph reportedly identified a type iii endoleak (component disconnection) from the right (contralateral) side. According to the physician, the type iii endoleak could be attributed to insufficient overlap between the trunk-ipsilateral and contralateral leg components (pxt261412 and pxc161200). On (B)(6) 2017, an excluder® iliac extender component was implanted to cover the junction of the trunk-ipsilateral and contralateral leg components; however the endoleak was not resolved. Two additional iliac extender components were advanced from the both right and left side at the same time, and implanted on both sides using a ¿kissing technique¿. The endoleak was resolved and the patient tolerated the procedure.